Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that a recently implanted patient developed infection at the ipg and lead site. Symptoms at both sites were drainage of pus, redness and were warm to touch. The patient was treated with antibiotics. The patient underwent a procedure where both sites were washed and all devices were explanted. The physician believed that the infection was related to the procedure and knew the possibility since the patient was a high risk for developing infection.